Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of an atrial arrhythmia. Technical services (ts) noted that right atrial (ra) sensitivity is programmed at the lowest setting and suspected that this was a known issue with small atrial fibrillation (af) waves. It was also noted that there was possible rapid ventricular response (rvr) due to atrial arrhythmia, but no therapy was delivered. Additionally, it was noted that the heartlogic heart failure index was above threshold and the right ventricular automatic threshold (rvat) test episodes stored in the configured collection period were successful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of an atrial arrhythmia. Technical services (ts) noted that right atrial (ra) sensitivity is programmed at the lowest setting and suspected that this was a known issue with small atrial fibrillation (af) waves. It was also noted that there was possible rapid ventricular response (rvr) due to atrial arrhythmia, but no therapy was delivered. Additionally, it was noted that the heartlogic heart failure index was above threshold and the right ventricular automatic threshold (rvat) test episodes stored in the configured collection period were successful. This device remains in service. No adverse patient effects were reported.